Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in which the cook celect platinum navalign uniset vena cava filter set, g34505, was used. Filter deployed by itself. Uniset celect filter was switched over to jugular deployment. As the sheath was pulled back, the filter came off the hook and deployed on its own. Safety button was on. This was too low and had to be retrieved with a retrieval kit. Couldn't re-deploy filter and had to open a tulip jugular deployment to place filter. It was switched to jugular deployment.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the filter was reloaded from femoral to jugular introducer and when the introducer was advanced into the patient and the sheath was withdrawn, the filter released from the grasping hook in an incorrect position. The filter was removed with a retrieval kit and another filter was successfully placed. No device was returned for investigation and without the actual complaint device the exact reason for the filter to unintendedly release from the jugular introducer cannot be determined. It is noted that the filter was reloaded from the femoral to the jugular introducer prior to advancement into the patient and unless the red safety button was not pushed and consequently the system not locked after reloading any reason for the filter to unintendedly release would be pure speculation based on the information provided. There are adequate controls in place to ensure the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.